Event description:
It was reported that the device had a low battery and failed conditioning. No patient involvement was noted.

Manufacturer narrative:
Correction: h6 (results, conclusion).

Event description:
It was reported that the device had a low battery and failed conditioning. No patient involvement was noted.

Manufacturer narrative:
Corrections/updates were made to: g1, g4, g7, h2, h3, h6 (method, results, conclusion), h10 and h11. The customer reported problem cannot be determined. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture (B)(6) 2018 to present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had a low battery and failed conditioning. No patient involvement was noted.